Event description:
Major pump unit(s) involved: external control system failure.additional text: wire fracture.specific component(s) involved: external controller malfunction.additional text: wire fracture in drive line.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : repair wire.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.